Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data showed that the pod ran for 44 pulses and was deactivated at the end of second prime. These rotational sensor abnormalities resulted in first prime ending early which led to the firing flat not being lined up with the release bar at the end of second prime and the pod not deploying. The rotational sensor abnormalities were replicated in the rerun. Inspection of the drive mechanism found no deficiencies that would contribute to rotational sensor abnormalities. The exact cause of the rotational sensor malfunctions could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.